Event description:
It was reported by the physician that the patient has significant hoarseness with vns initially. The patient was slowly titrated up, but was still having grater voice issues and their voice was gone for a while. It was later reported that the patient wasn't able to talk following surgery which caused the medical professional to attribute the vocal cord paralysis to the vns surgery. The patient began titration a week later despite no improvement in their voice. During the following titration visit, the patient's voice had returned to half volume and stayed at this level. In a following visit, the patient's device was programmed off to allow the vocal cord to rest. The patient¿s device was re-enabled at a lower current due to the patient having additional seizures after disablement. The medical professional also stated that the patient had a lung infection and other issues unrelated to the vns device which could have contributed to the vocal cord issues. The patient was seen by an ent for the voice issues. The ent found the patient had left vocal cord paralysis. No additional relevant information has been received to date.